Event description:
During a matrix rib fixation procedure, the surgeon was using a 12mm drill bit in conjunction with drill guide. The surgeon had his finger beneath the rib and the drill bit penetrated the glove and skin of his finger. No stitches were needed as the drill bit only slightly penetrated the skin. The procedure was paused while the surgeon de-gloved and cleaned his wound. The case was completed by the fellow and his assistant using a 10mm drill bit.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.